Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that the device's battery does not charge. There was no patient involvement reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.